Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, defiib cycling and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The processor/bridge/pace and ECG board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 63-year-old male patient, the device displayed a "pace defib device failure" message. Complainant indicated that the patient subsequently expired.